Event description:
Healthcare professional reported that approx 22 months post implant, the valve was replaced due to fibrinous pericarditis. Blood culture identified the organism as candida. The valve was not returned for eval.